Event description:
(B)(4). The dealer reported that the 3gtqsp custom power wheelchair joystick would intermittently logoff, oscillated the speed from slowing and speeding up without command, the reverse would intermittently not function, and the gimble had issues. There was no injury reported.